Event description:
It was reported that during an initial transcatheter aortic valve implant for severe aortic stenosis with pre-existing right bundle branch block (rbbb) and a high calcium burden (ca+ 2800), right femoral artery access was used and a temporary transvenous pacer was inserted. Pre-dilatation was performed with a 28 mm non-medtronic balloon, and the valve was deployed using cusp overlap and commissure alignment. At approximately 80% deployment, transient heart block occurred and pacing was required, with the patient remaining on pacing. A hemodynamic pull-back assessment showed no gradient, and it was reported there was no paravalvular leak and no aortic insufficiency. The right femoral artery was closed with two closure devices, no vascular complications were reported, and the temporary transvenous pacer was left in situ. It was anticipated that a permanent pacemaker might be needed due to a short membranous septum and baseline rbbb.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0013151971); product type: 0195-heart valves; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012779397); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.